Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 2030404-2016-00048. During a pvc ablation procedure a pericardial effusion occurred. The ablation was performed in the right ventricular outflow tract (rvot) utilizing the non-irrigated catheter. The ablation was insufficient, so the catheter was replaced with the irrigated catheter. The patient became hypotensive after heparin was infused. An echocardiogram after the procedure revealed a pericardial effusion, for which no intervention was required. The patient was transferred to the ICU for monitoring and the patient is in stable condition. There were no performance issues with any sjm device.